Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable device exhibited p-wave oversensing on the right ventricular (rv) channel in two episodes resulting in pacing inhibition. No patient symptoms or adverse effects were reported. Technical services was consulted and advised x-ray imaging, posture testing to see if this can be induced, and consideration of a slightly higher sensitivity level including defibrillation threshold (dft) test. This product remains in service.